Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The usb cable was not returned for investigation, therefor the alleged usb cable issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a piece of the usb cable broke off into the usb port and could no longer be used to charge the pump. In addition, the pump could not charge despite using multiple charging cables and adapters. The customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method for insulin therapy.